Event description:
The customer reported low results on patient samples and a fluid leak of approximately 5ml from a coulter act diff analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/25/2015. The fse indicated the customer had cleaned up the leak prior to the on-site visit and although the fse did not see any evidence of leaking while on site, the fse did find a clot in the drain line of the white blood cell (wbc) bath, which could have caused the leak that was reported. The tubing through valve lv14 was replaced, resolving the event and the low results which were recovered on patient samples and non-beckman coulter controls. (B)(4).